Manufacturer narrative:
It was reported that a family member of the patient sustained a foot fracture when, while loading the patient onto the table, the technician unintentionally drove the table down by activating the elevation pedal. The primary root cause was that an unauthorized person was allowed in the room and they placed their foot under the table. The secondary root cause was a use error in that the technician stepped on the table foot pedal while positioning the patient on the table. The user manual states for the customer not to place any objects under the table and not to move the table when positioning the patient. Investigation and risk assessment have concluded that there is no need for CAPA because the design's residual risk has been determined to be at afap and no mitigations are available to significantly reduce the risk further.

Event description:
It was reported that a family member of the patient sustained a foot fracture when the technician unintentionally drove the table down by activating the elevation pedal while moving the patient on the table. There is no indication of device malfunction.

Manufacturer narrative:
UDI: UDI not required. Legal manufacturer: hcs wso - 3000 n grandview blvd. USA waukesha, wi 53188. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.